Event description:
Customer reported that pump screen was broken and not functioning, as it remained black despite attempts to power on the device. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent.